Manufacturer narrative:
The internal identifier for this report is (B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The a5800 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified erratic potassium (k) results. The service documentation revealed air was found in the reference reagent lines which was traced to a loose fitting above the reference reagent bottle. The fse tightened the loose fitting which resolved the issue. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified loose fitting above reference reagent bottle which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
The customer reported erratic potassium (k) results on patients due to an issue with the ion-selective electrode (ise). There was no report of death or serious injury.